Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-01422. It was reported that vessel perforation and death occurred. The target lesion was located in the left anterior descending artery (lad). A 1.50mm rotalink burr and rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that vessel perforation occurred. Perforation was not resolved and the patient died on the operating table.